Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. The original customer complaint was confirmed. Additionally, a detached downstream occlusion sensor (dso) seal was found. The dso seal was replaced with new ones. The pump was calibrated and passed all testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was noted that the downstream occlusion sensor (dso) seal was detached. It was reported that the device has confirmed lens damage and requires a software update. The event occurred during testing.